Event description:
The patient reported it had been about a year since they used their stimulation system, and their patient programmer would not connect to their device. It was unclear whether the patient could charge their ins. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)